Manufacturer narrative:
Corrections: model # gpn. Investigation evaluation: as reported, a 'hiwire nitinol hydrophilic wire guide' separated during a ureteroscopy procedure upon insertion into the ureter. No parts of the wire guide separated in the patient. The wire was not altered from its original condition and no flaking was noted prior to use. The coating was activated with the syringe and water for approximately 40 minutes prior to its initial use. It is unknown if the user used latex or powdered gloves. The patient did not have any tortuous, calcified, or scarred anatomy. The procedure was completed by using another like-device. The user wore classic latex gloves during device use. The black coating of the device separated while in the patient and was removed during the same procedure with 'tripod type pliers'. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One, used, 'hiwire nitinol hydrophilic wire guide' was returned for investigation. Upon inspection there was a section of coating separated from the wire guide. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. The wire guide is assembled and packaged by a supplier who completed a DHR review as part of their investigation. The incoming inspection records at cook were reviewed and the lot passed incoming inspection. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating). Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
B5: additional information received on 04jun2024 and 25jun2024. H3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = device returned but remains under investigation. Correction: h6: annex f, annex a, annex g. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 04jun2024 and 25jun2024: the user wore classic latex gloves during device use. The black coating of the device separated while in the patient and was removed during the same procedure with 'tripod type pliers'.

Event description:
As reported, a 'hiwire nitinol hydrophilic wire guide' separated during a ureteroscopy procedure upon insertion into the ureter. No parts of the wire guide separated in the patient. The wire was not altered from its original condition and no flaking was noted prior to use. The coating was activated with the syringe and water for approximately 40 minutes prior to its initial use. It is unknown if the user used latex or powdered gloves. The patient did not have any tortuous, calcified, or scarred anatomy.the procedure was completed by using another like-device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.